Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was delayed in responding. Reportedly, customer had to press the touch screen multiple times in order to access the correct pump menus. The customer's blood glucose was 255 mg/dl.